Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, noting that the power supply is defective. It was further noted that the stylus was missing. The power supply and stylus were replaced, the touch screen calibrated, new software was installed and the device was cleaned. It passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that smoke appeared from the back of the programmer. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service.